Event description:
It is reported that during surgery the packaging was opened at the back table and was found to be empty. A different one was opened and used.

Manufacturer narrative:
Only packaging was returned for evaluation on 02/14/2014. Evaluation summary: the packaging step includes a verification of part coming into and leaving the job step. This includes detailed acceptance of 100% of parts. The operator confirmed all parts were packaged. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.